Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. Upon sheath aspiration, there was air ingress through the valve of the sheath. The catheter was removed and aspiration was attempted again, but the issue persisted. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.